Manufacturer narrative:
Siemens is conducting a comprehensive investigation into the reported event. As the investigation is ongoing, the root cause has not yet been established. A supplemental report will be submitted as soon as additional relevant information becomes available, and a final report will be provided upon completion of the investigation.

Event description:
Siemens became aware of a malfunction that occurred while operating the somatom definition as system. According to the information available, a perfusion scan was aborted twice immediately after initiation and subsequently had to be repeated on an alternate system. As a result, the acute stroke patient received an additional radiation dose and a second administration of contrast medium. The repeated scan caused an approximate delay of 10 minutes in establishing the diagnosis. No injuries or adverse health effects have been reported in connection with this event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be hardware problem. Based on the investigation results, a defective xray tube was identified as the root cause of the event. The affected component was replaced, and the system was returned to normal clinical operation. The removed component was subjected to a detailed hardware investigation. The investigation confirmed high voltage instability caused by insufficient insulation within the xray tube assembly. The findings indicate that the event represents an isolated single failure. The occurrence is considered to be random and may result from normal material variation, manufacturing tolerances, or uncommon environmental influences. No reproducible design related or process related root cause could be identified. While similar events may occur sporadically on a statistical basis, the observed failure rate remains within an acceptable range and does not indicate a systemic issue. A safety evaluation was conducted in accordance with applicable internal procedures. Based on the available information, no additional risk to patients or users was identified. The investigation is considered complete, and no further corrective or preventive actions are deemed necessary.